Event description:
Patient presented 2003 with localized pain at the pump site, erythema, and drowsiness. The patient was treated with a pump replacement and observation. Hcp reports the patient has recovered without sequela.